Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Leaking at head body junction. Order: 94581. Ref e-complaint-(B)(4). Wallach ultra freeze 900076 e-complaint-(B)(4).

Event description:
Leaking at head body junction. Order: (B)(4). Ref (B)(4). 1216677-2020-00173 wallach ultra freeze 900076 (B)(4).

Manufacturer narrative:
Investigation: x-review DHR, x-inspect returned samples. *analysis and findings complaint (B)(4). *was the complaint confirmed? Yes. Distribution history: this complaint unit was manufactured at csi on 2/5/2019 under wo #(B)(4) and shipped on 8/8/2019. Manufacturing record review: DHR (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit had blockage in the main valve. Root cause: the debris source is from the intermediate liquid nitrogen containers such as dewars. As liquid nitrogen is poured into the ultrafreeze bottle any loose frozen particulates (debris) are taken up from the bottom of these containers. When the ultrafreeze is in use, the debris can be taken up into the main valve body where it can lodge into the path of the liquid nitrogen. This can also produce leaks as the valve may not fully close. The IFU instructions indicate clean containers are to be used as foreign material can impact proper function. Root cause is attributed to end user error. *correction and/or corrective action the unit was cleared out, tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.